Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and the leads were connected to the newly implanted ipg. No device malfunction was suspected. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.